Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a crack at the level of the set anticoagulant line, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The drug flolan (epoprostenol), which is not compatible with the polyethylene terephthalate glycol components of the prismaflex set, was reported to have been used during the reported event. Per the set instructions for use, the drug should not be injected into the anticoagulation line as component damage can occur which may result in a leak. The reported condition was verified. The cause of the condition was determined to be related to unintended use error. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from a prismaflex hf20 set during continuous renal replacement therapy. The event was described as a "large amount of blood dripping from back flowing to the epoprostenol (flolan) filter in line". The actual volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.